Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the insulin pump and passed. The insulin pump alarmed during self-test due to faulty connector remote frequency board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was 399 mg/dl. The customer's insulin pump was replaced. No further details were provided.